Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Cust stated in chat transcript on (B)(6) 2024 " one of bottom teeth is still behind the one next to it which means my teeth aren't straight and it's crooked" (B)(6) 2024 (B)(6): customer provided updated tipping photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.